Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a minimum fill notification occurred after filling the cartridge with 450 units of insulin. The customer's blood glucose (bg) level was 528 mg/dl. Reportedly, the customer changed the cartridge and delivered a bolus to address elevated bg. Customer continued to use the pump for insulin therapy.